Event description:
Pt had diagnostic angiogram via left femoral approach using 5 french sheath. Procedure uneventful. At end of procedure, 5 fr mynx device used to close left femoral puncture. Side port of sheath flushed to make sure it was clear of thrombus. Good angiogram of left femoral to ensure no angiographic disease. Mynx deployed as per manufacturer's instructions with balloon inflated appropriately and withdrawn with balloon clearly felt to impact on sheath and then on arterial wall. Side arm of sheath opened fully. No back-bleeding which should indicate device is not intraluminal. Device deployed. Bleeding from around port. Concern that device intraluminal. Despite pt being asymptomatic, ultrasound 48 hours later demonstrated occlusion of left spa. Pt taken to surgery and plug removed from left sfa. Pt ultimately required left femoral to below-knee popliteal artery in situ vein bypass. During postoperative recovery, had embolic stroke.